Manufacturer narrative:
Additional information: d9, e1, g1: device manufacturer e-mail, h3, h4, h6, h10 correction: g2: report source (replace consumer with distributor). H4: the lot was manufactured between october 2, 2022 - october 3, 2022. H10: two (2) actual devices were received for evaluation. Visual inspection along with magnification was performed which observed tiny specks of black particulate matter embedded in the fill port tubing wall on both samples. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black and white particulate matter was observed within two (2) exactamix 1000 ml eva tpn bags. The particulate matter was discovered during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.